Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient primed the pump while still attached to her body, and there was an issue during the load step and 140 units were inadvertently infused into the patient. The patient's blood glucose level prior to this event was 400 mg/dl and it dropped to 234 mg/dl. The patient administered self-treatment by consuming orange juice and glucose gel. The patient's son contacted emergency services. Paramedics treated the patient with intravenous dextrose, and left when her blood glucose level was 160 mg/dl and stable; the patient refused to be transported to the emergency room. The patient reported that she had previously seen insulin being pushed out of the tubing during the load step. The patient's technique was incorrect by being connected to the pump while priming. However, as the patient received an inadvertent infusion of insulin and received emergency medical attention and treatment with glucose after this event occurred, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows multiple loss of prime warnings on the reported failure date. A review of the prime history shows 60 units were primed on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed with no issues occurring. The pump displays the appropriate alert instructing the patient to disconnect from the pump prior to priming. The pump was exercised for 29 hours with no delivery issues. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There was evidence of contamination found on the force sensor plate. Unrelated to the complaint, investigation revealed that the keypad was torn near the ok keypad button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.